Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of capsular contracture and rupture was received on august 26, 2024 with lot number 3554292. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: not observed. As per the investigation procedure creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported rupture of an unknown side. Healthcare professional later reported capsular contracture baker grade iii/IV on the right side. Device has been explanted.

Event description:
Patient reported, rupture of an unknown side. Device remains implanted.

Manufacturer narrative:
Clarification d.4: device serial numbers #: (B)(6). Have been provided. The affected side has not been determined. And device information not entered at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported rupture of an unknown side. Healthcare professional later reported capsular contracture baker grade iii/IV on the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.